Event description:
Boston scientific received information that due to a dislodgement of this left ventricular (lv) lead a revision took place. Due to the anatomy of the patient, a competitor lv lead was used. The explanted lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection revealed dried blood in the lead lumen as well as deformed conductor coils. The leads continuity was not effected and the lead was able to provide therapy. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon analysis, this event will be updated.

Event description:
--